Event description:
It was reported that on the fourth day of therapy the bandage became soft because there was no vacuum, and the pico-pump started making a constant rattling sound. The pico pump's "ok " lamp still flashed green as if everything is in order. There was only sparking wound fluid in the pico-dressing. The patient turned off the pump and took out the batteries. The patient went to the outpatient clinic on day 5 and the wound nurse switched to a new pico 7 pump and a new bandage and the issue was solved.

Manufacturer narrative:
A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number only. There have been further complaints reported with this issues in the past 4 years. It was reported that the device was used for treatment and on the fourth day of therapy issues were experienced with the ¿ok¿ indicator still flashing. The returned pump underwent a thorough technical analysis. This analysis confirmed that the device was tested as part of an initial inspection ¿ the device performed as expected without issue. Device performance data showed a high leak reading ¿ suggesting that the pump spent a prolonged period of time in a leak state. This means that the pump has detected an air leak and is working hard to maintain negative pressure wound therapy. Potential causes of a leak within the device are:- 1. Dressing not applied properly, without creases and fixation strips 2. Filter/port not adhered to dressing correctly 3. Connector not correctly fastened and secured to the pump 4. Tubing trapped, folded over/kinked causing a blockage 5. Dressing integrity has been compromised the pump monitors the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder than normal buzzing with ok light still flashing). If it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We were unable to duplicate the reported issue during testing and no faults were found with the device. However, the high leak reading confirmed a relationship between the event and the device. The cause of this remains undetermined. No further actions by smith and nephew are deemed necessary at this stage. We will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.